Event description:
A us distributor reported that a patient was experiencing check therapy belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check belt messages/damaged cable) has been confirmed. Upon investigation the electrode belt ecgs were non-functional. The cause for the failure was isolated to a damaged pulse wire. The root cause for the damaged wire was excessive force. No adverse event resulted from the damaged belt.